Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. Evaluation summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection/erosion. The entire system was explanted and was replaced a few days later. The leads were returned, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.